Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b6, d.9., h.3., h6. Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ seroma late: unable to observe as it is not related to the manufacturing process.

Event description:
Healthcare professional reported right side implant as "sticky and discoloured (yellow), "the capsule is firm, hard, and adherent to the tissue", and capsular contracture baker grade unknown. Provider further reported ¿minimum fluid¿ revealed via imaging. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side implant as "sticky and discoloured (yellow), "the capsule is firm, hard, and adherent to the tissue", and capsular contracture baker grade unknown. Provider further reported ¿minimum fluid¿ revealed via imaging. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade unknown and later ¿minimum fluid¿. Continued e1 phone number: (B)(6).